Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23(post-reset ram crc alarm), pump error 15(the critical block and inverse critical block did not add to zero), and the customer received pump error 4 (the motor arm cannot communicate with the main arm.). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer was able to clear the alarm. The customer was able to complete the pump rewind, and the insulin pump passed a self test. Pump was not recently placed in storage mode or without a battery for > 8 hours. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per the healthcare professional's instructions. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not included in the initial follow-up report. The updated additional information has been provided in below sections with this follow-up report. 1. Section h6 - updated component code, type of investigation, investigation findings, investigation conclusion. 2. Section h11 - updated analysis summary . The pump passed the self-test and the displacement test. No pump error 23, 4, or 15 alarms noted during test. Unit successfully downloaded to thump. Verified the pump alarmed pump error 23 after battery removal on 06/20/2025 at 02:15:10 in pump downloaded history. However, the formatted history file confirmed the pump alarmed pump error 4 on 06/20/2025 02:15:08. And pump error 15 alarm (line number: 442, file number: 38) on (06/20/2028 at 02:15:08 due to software error as per global logic analysis. Pump error 23 alert is expected and occurs during normal pump operation. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (corner of belt clip rails), stained keypad overlay. Pump passed all required testing and no pump error 23 alarm noted during analysis. However, pump error 4 and pump error 15 are confirmed due to software error as per global logic analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self-test and the displacement test. No pump error 23, 4, or 15 alarms noted during test. Unit successfully downloaded to thump. Verified the pump alarmed pump error 23 after battery removal on 06/20/2025 at 02:15:10 in pump downloaded history. However, the formatted history file confirmed the pump alarmed pump error 4 on 06/20/2025 02:15:08. And pump error 15 alarm (line number: 442, file number: 38) on (06/20/2028 at 02:15:08 due to software error as per global logic analysis. These alerts are expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (corner of belt clip rails), stained keypad overlay. Pump passed all required testing, and no pump error 23, 4, or 15 alarms noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.